Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The evaluation detected an unreported condition that has no relationship to the reported condition: the handle would not charge. An analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a design fault which caused the inability of the batteries to charge or initialize. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, when the handle was checked, a graphic showing a power handle error was displayed. Reset was performed, but there was no improvement. Another handle was used to resolve the issue. There was no patient involvement.